Manufacturer narrative:
Date of event correction from (B)(6) 2017 to (B)(6) 2017. Initial reporter first and last name correction from (B)(6) to (B)(6). Initial reporter facility name correction: (B)(6). Initial reporter email address correction: from (B)(6) to none. Initial reporter phone number correction: (B)(6). Health professional correction from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). Trending analysis of the haze/mist issue was reviewed from april 2017 to october 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/mist issue is the oil filter housing. The field service engineer tightened/adjusted the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter housing was loose and the fse tightened the filter housing to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Initial contact phone #: (B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported ¿steam/smoke¿ or haze/mist/vapor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.